Event description:
The customer reported being hospitalized due to high blood glucose of 508 mg/dl, and he was treated with fluids and insulin drip. The customer stated that he had leg cramps and was vomiting before the event. The doctor attempted to reconnect the insulin pump, but his glucose level went up again. The caller mentioned that the doctor did adjust the basal rates, but his glucose level still continues to elevate. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found low battery alarm. Assisted the customer to run the fixed prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the customer to remove the cannula, and it was not bent or occluded. Advised the customer to call back if issues persist. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.